Manufacturer narrative:
Qn#(B)(4). Associated MDR#: 3010532612-2024-00907. Returned for investigation was an ac3 display head assembly. The sample was returned in a brown cardboard box with protective packaging and esd bag. Visual inspection of the display was performed, and no abnormality was noted. The display was installed onto a known good ac3 for functional testing. The pump was powered up successfully. Touch and hard keys functioned properly. Pumping was initiated successfully. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm when held for more than 30 seconds. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated, and the corner switch did not illuminate. The corner switch was attempted to be pressed to quiet the alarm but did not function. Pumping was reinitiated and the pump was left to run for over 30 minutes with no issues or alarms. Visual inspection of the display head internal hardware was performed. The corner switch ribbon cable was noted disconnected. The cable did not appear to fully seat with the applied tape, so the tape was removed, the cable was fully seated, and the tape was reapplied. During further visual inspection, one of the corner switch springs was noted to be bent. The corner switch spring was bent slightly back into position and reassembled. The display head was reassembled to check if the functionality of the device was restored. The display was reinstalled onto the known good ac3. A high priority alarm was purposely generated, and the corner switch illuminated properly. The corner switch was pressed to quiet the alarm and functioned properly. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "no light illumination on display head upper right button" is confirmed. During the investigation, the returned display head internal corner switch ribbon cable was found disconnected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the corner switch not functioning. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " found no light illumination on display head upper right button after alarm. Defective display head. Replace display head. Pump on patient. Pump swapped and no harm to patient."

Event description:
It was reported " found no light illumination on display head upper right button after alarm. Defective display head. Replace display head. Pump on patient. Pump swapped and no harm to patient."

Manufacturer narrative:
Qn# (B)(4). Associated MDR#: 3010532612-2024-00907.